Event description:
The resident was being transferred from a shower trolley when the caregiver attempted to change the direction of the lift as it was moving. The mast allegedly bent causing the lift to tip and the resident and caregiver both fell to the ground. The resident allegedly fractured their tibia, and the caregiver sustained bruises.

Manufacturer narrative:
Consumer reportedly was being transferred from a shower trolley. The care giver reportedly attempted to change direction of the lift as it was moving. The mast allegedly bent and the lift tipped resulting in the resident fracturing their tibia. Device maintenance history is unknown. The complaint, as received, indicates that the lift bent and tipped during transfer of the patient. User guides are clear in instructing as to proper and safe use of the product, including proper transfer methods. Photo's were received and reviewed; no visible bending was observed. The lift appeared intact with no visual discrepancies. MDR filed based on injury.